Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a hole in the tubing. The reported condition was verified. The cause of the condition was not determined. Should relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a hole in the tubing of a solution set. This occurred during priming. There was no patient involvement. No additional information is available.